Manufacturer narrative:
Zoll has not received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
The quattro catheter and guidewire were inserted into the patient without difficulty. After placing the catheter, the user reported difficulty in removing the guidewire and indicated the "wire shredded". According to the reporter, the shredded portion of the guidewire was located approximately 5 cm outside of the port. Ultimately, the quattro catheter was replaced. Multiple attempts were made to reach the clinical field specialist to obtain additional information regarding the event and the patient's status; however, was unsuccessful. There is no known patient consequences reported.